Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient receiving unknown baclofen (2000mcg/ml at 505mcg/day) via an implantable pump. The indication for use was intractable spasticity. It was reported that the rep stated that pump was replaced yesterday and during surgery they did a back table prime for the new pump and the surgeon "lost a half to 1 cc from the catheter" and no further programming was done. Rep stated that they thought the patient was getting underdosed as the patient was "pretty spastic last night when they left the hospital." The manufacturer's technical services specialist (tss) reviewed math for pump flow rate: 505 mcg/day / 2000 mcg/ml = 0.2525 ml/day. The catheter volume is 0.250 ml. The rep stated that case was completed around 9 am yesterday or about 25 hours ago. Tss reviewed that based on catheter volume and flow rate the drug should be at the catheter tip by this point. Tss reviewed option to program a single bolus for the patient if they feel it is medically appropriate. The rep stated that they would relay this information to the hcp.

Manufacturer narrative:
Continuation of d10: product ID neu_unknown_prog lot# serial# unknown implanted: explanted: product type programmer, physician section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_prog, serial/lot #: unknown. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider (hcp) via a manufacturer representative (rep) indicated that the cause of the patient's spasticity and underdosing was that the catheter was no bolused post-operatively. In regards to actions and interventions taken to resolve the patient's spasticity and underdosing, the patient started receiving drug from the pump. At the time of this report, the patient's spasticity and underdosing had resolved. It was indicated that the physician programmer model was ct900 and the physician software version was 1.1.413.

Manufacturer narrative:
Continuation of d10: product ID a810. Serial# unknown. Product type: software. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.